Event description:
It was reported by getinge fst (feild service technician) that during preventive maintenance the fiber optic connection port of cardiosave iabp (intra-aortic balloon pump) was damaged. There was no patient involvement.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6)). Contact person name: (B)(6). Contact person e-mail address: (B)(6). Contact person phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), e1 (event site e mail), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: g2 a getinge field service engineer (fse) states, found broken fiber optic connection during pm. Replaced fiber optic port which resolved the issue. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number with a reported unit failure of a damaged fiber optic connection port. The fat performed a visual inspection and found the part to have a damaged fiber optic connector housing. See attachment. Failure confirmed but root cause is impossible to define. Retaining the part in the failure analysis and testing department per procedure number.